Manufacturer narrative:
(B)(4). Upon receipt, the device does not have power due to overheat. Device history records review was performed. Device was 25 months old and is not out of box failure. Review of the DHR found non-conformance regarding change to instruction for use (ifus), which could be related to the reported event. Device is used for treatment. With given information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during evaluation at the repair center, it was discovered that battery does not have power due to overheat issue. This event is related to a malfunction that could potentially lead to a sterility issue/serious injury. However, no patient harm or further outcome was reported. No more information has been provided.